Manufacturer narrative:
Batch review performed on 18 september 2018; lot 177568: (B)(4) items manufactured and released on 29 march 2018. Expiration date: 2023-03-20; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain few days after primary surgery. The surgeon determined that the patient had fractured the femur. The cause of the fracture is unknown. No trauma was reported. The surgeon successfully revised the stem, head and liner.